Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the programmer was performed. Product analysis confirmed the reported allegation. The display distorted as the liquid crystal display (lcd) was tilted back and forth. The inverter's lower transformer started overheating and cover was slightly melted and were then replaced. The touch screen was also replaced as it was dented due to the stylus. The radio frequency (rf) digital printed circuit board (pcb) was reflowed as it had cracked solder joints. The programmer then passed all incoming functional tests.

Event description:
Boston scientific received information that that this programmer (prm) had scrambled screen. This prm will be returned for analysis. No adverse patient effects were reported.